Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, likely related to the sense b node, as well as changes in morphology measurements. An x-ray of the system did not observe any obvious damage to the system. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, likely related to the sense b node, as well as changes in morphology measurements. An x-ray of the system did not observe any obvious damage to the system. A revision procedure has been scheduled but for now, the s-ICD system remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD system be returned back from the field for analysis.